Event description:
Fenestrated bipolar forceps broke in use during scheduled procedure - exposed wiring. During the robot assisted procedure, when the surgeon was using the fenestrated bipolar forceps, the instrument arm broke. At the instrument arm wrist, there was exposed wiring, and the arm is nonfunctional. The instrument had 9/14 uses left.